Event description:
It was reported "the iabc leaked air during operation and could not be used normally. The nurse found that the pump was sounding an alarm and operating abnormally, and informed the doctor that it was considered to have leaked air and needed to be replaced. The catheter was difficult to remove and could not be taken out. In the interventional department's catheterization room, a vascular surgeon was invited to perform the removal of the vascular foreign body and then the catheter was removed". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "iabc leaked air during operation" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the iabc leaked air during operation and could not be used normally. The nurse found that the pump was sounding an alarm and operating abnormally, and informed the doctor that it was considered to have leaked air and needed to be replaced. The catheter was difficult to remove and could not be taken out. In the interventional department's catheterization room, a vascular surgeon was invited to perform the removal of the vascular foreign body and then the catheter was removed". The patient's current condition is reported as "fine".